Event description:
It was reported that a few hours after the implantation procedure, it was noticed that the device was unable to convert vf/vt. Therefore, this device was explanted. A st. Jude device with adjustable tilt was implanted.

Manufacturer narrative:
Device was explanted because it was unable to convert. The analysis from the manufacturer is pending.